Manufacturer narrative:
Complainant name: (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 32x4.00 omega¿ stent, it was noted that the stent was damage. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega catheter with stent, mandrel, and balloon protector. The balloon was tightly folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The stent struts were lifted, bent, and overlapping. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 32x4.00 omega¿ stent, it was noted that the stent was damage. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.